Event description:
It was reported by a volunteer at a conference that a vns patient had been going into status every time his vns settings are turned up ( ma ) and that now the device is turned off as a result. Follow up was made that the patient's reported physician's office and it was reported that they did not have any knowledge of one of their patient's going into status when his vns settings are increased. At this time no further information can be attained until the patient reports the event to their following physician. If further information is attained at a later date with the patient identity further investigation will be performed.